Event description:
New information received indicated that the patient's right ventricular lead was capped and successfully replaced on (B)(6) 2025. The patient was stable.

Event description:
It was reported that the patient presented at clinic for a routine follow up after feeling unwell. It was observed that the right ventricular (rv) lead was over-sensing, had high pacing impedance, and failed to capture. Programming changes were made to resolve the issue. The patient was stable.